Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center, there are no plans to explant the device. This is the final report.

Event description:
The patient's electrode array reportedly had extruded. In 2006 and approx two months later, the pt had revision surgery to reposition the device. Following the second surgery, the headpiece would not adhere to the pt's head. He became a non-user.